Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was exhibiting under-sensing. Programming changes were performed. The patient was in stable condition.